Event description:
It was reported during an implant attempt that the passive lead could not be successfully positioned and the physician desired another location that required active fixation. The lead was not used and another lead was successfully implanted. No patient complications were reported as a result of this event.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 12:15pm. The patient reported blood glucose results of "228 mg/dl" with the subject meter and "172 mg/dl" on another meter (unknown brand), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed a few minutes before the alleged issue began, he was not feeling well. The patient denied receiving any medical treatment as a result of the alleged symptom. At the time of troubleshooting, the cca confirmed the meter's unit of measure was set correctly and an approved sample site was used to obtain the result from the lfs meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved

Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.